Event description:
The customer reported elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit or within the risk stratification range, for three patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. This is report two of two referencing the patient on the event date noted. An initial result of 0.071 ng/ml was obtained. Subsequent testing of the patient¿s sample, on the same instrument, in duplicate, produced lower results of 0.021 ng/ml and 0.022 ng/ml. The original result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The patients¿ samples were collected in 13x75 mm lithium heparin plasma tube without gel and centrifuged at 3,500 rpm (rotations per minute) for ten minutes. All system parameters, including quality control (qc), calibration curves, and system checks were performing within the assay and instrument specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) verified instrument performance. The fse did not note any hardware issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. A definitive cause of the event could not be determined with the available information. This medwatch report is related to MDR 2122870-2013-00783.